Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the driver fall into the patient? If yes, was it retrieved? Did retrieval alter the procedure in any way? If yes, please explain.

Event description:
It was reported that during a laparoscopic appendectomy the device was fired across the appendix the drivers deployed but no staples deployed. Upon inspection it was discovered that there were no staples loaded into the reload initially. It is unknown how the procedure was completed and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2018. Additional information received. The surgeon fired the ethicon echelon 45 stapler to dissect and staple the appendix. The stapler ligated the appendix but did not fire the staples, he immediately fired another stapler and it did the same thing. He placed endoloops around the appendaceal stump. A second surgeon consulted in the room. A piece of omentum was placed over the stump. Defective staples removed from the field.